Manufacturer narrative:
Event date is on an unreported date in 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was not reported. It was reported that the patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (intravenously, dose, frequency and duration were not reported) for the event. At the time of this report, the patient outcome was described as 'good'. Action taken with pd therapy was not reported. No additional information is available.